Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker had stored several episodes showing noise on the right ventricular (rv) lead. The noise was short in duration and could not be reproduced with arm movements or pocket manipulation. Most of the events occurred over night, but the patient denied having any electrical devices on or near the bed. The lead measurements were all within normal limits at the device check. Technical services reviewed the available episodes and noted the noise was sometimes consistent with myopotentials such as sleep apnea/snoring, and other times the amplitude was larger and could indicate compromised integrity. Additional troubleshooting was recommended, to see if the noise could be reproduced with isometrics, valsalva, or simulating their sleep position and taking deep breaths. At the patient's next device check in (B)(6), it was found that the device had triggered the lead safety switch (lss) on (B)(6) 2020, due to a high, out-of-range pacing impedance measurement of 2110 ohm. Pacing threshold measurements were increased, and the device had stored an additional 36 nonsustained episodes. Two of the episodes had electrograms showing noise on the rv. No adverse patient effects were reported. The field representative was only able to send the noise episodes and not the complete device data. Technical services discussed the earlier recommended troubleshooting steps to recreate the noise and also the option to program the rv lead to unipolar pacing and bipolar sensing, which would avoid the lss and myopotential oversensing. The device remains implanted and in service. Additional information was received that this patient underwent a lead revision, where the rv lead was extracted and replaced due to a suspected fracture. This pacemaker was also explanted and replaced, as the patient preferred a new, smaller device. No adverse patient effects were reported related to the pacemaker replacement. The explanted device was not planned to be returned.